Event description:
The customer reported that during an abdominoperineal proctectomy, the device knife did not retract and was protruding from the jaws. The surgeon was working on radiated tissue that was described as being hard and thick when this occurred. When removing the device, oozing was noted by the surgeon. The amount of oozing was not provided by the customer. The surgeon opened another instrument and continued with the procedure. There was no pt injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.